Manufacturer narrative:
The pump was returned to animas on (B)(6) 2018 as a non complaint. The meter was sent to scrap before it could be investigated.

Manufacturer narrative:
The meter has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there were frequent error 1 messages on the meter. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings. There was no allegation of an adverse event associated with this complaint.